Event description:
This is being filed to report the clip detached from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 3. At a later date the patient returned with the mr increased to 4+. A second procedure was performed on (B)(6) 2022. It was noted one of the previously placed clips appeared to have detached from one leaflet (single leaflet device attachment (slda)). Two clips were implanted however the mr remained at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation (single leaflet device attachment (slda)) could not be determined. The reported heart failure appears to be cascading events of the slda. The reported mr was due to disease progression (heart failure). The hospitalization and unexpected medical intervention were the result of case-specific circumstances. Additionally, mr and heart failure are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.